Event description:
It was reported that during a scheduled follow up, noise was noted on the ventricular channel on a vf episode stored egm. Inappropriate atp was delivered. All parameters were stable and within range. X-ray showed no signs of dislodgement. The device was reprogrammed. The patient was in good condition and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.